Event description:
It was reported that the user accidentally dropped the ilet on a bathroom floor, resulting in a cracked, spiderwebbed screen. The device continued to respond to touch, and a replacement was arranged. No symptoms reported. Outcomes included temporary interruption risk and need for device replacement. Investigation included customer interview, visual damage assessment by description, and logistical review for replacement and return. Investigation of this case revealed physical damage to the display consistent with impact from a drop, with device responsiveness preserved. It was concluded that the event was due to accidental damage unrelated to device manufacturing or design, and replacement was appropriate.